Event description:
Customer stated that they had a power issue with their meter. The test would start, and then the meter would shut off. Customer cleaned the meter and also replaced the battery. This issue was not resolved with troubleshooting. Customer stated that they had felt dizzy earlier, but now was okay. There is no adverse event reported. Serial number of meter is rubbed off. - unable to provide.